Event description:
It was reported that during service evaluation the device cannot start up correctly due to a battery error and the blockage alarm failed. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the battery failed at start up. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a battery failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.